Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline 0.9 ml/ml at 0.04325 mg/day currently and the patient¿s new medication was unknown morphine 3 mg/ml at 0.25 mg/day for non-malignant pain. It was reported a bridge bolus programming error occurred. They were switching a patient from saline to morphine this morning and the bridge bolus was programmed incorrectly. When she was asked the 24 hour dose for the bridge bolus, she put 0.45671 mg/day and she was supposed to put in 0.04325 mg/day. The reporter wanted to know if she should have the patient come back to the clinic and the patient was in the clinic this morning. It was noted the bridge read it was going to run for 24 hours. The patient was ¿fine¿ right now and patient symptoms were not reported. Troubleshooting could not be performed due to lack of access to the product. It was reviewed to consider cancelling the bridge bolus since there was a risk that the patient could get morphine 3 mg/ml at 0.45671 mg/day. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8840, serial # (B)(4), product type: programmer, physician, the main component of the system. Other relevant device(s) are: product ID: 8840, serial #: (B)(4), ubd: 2039-12-31, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The model and serial number of the clinician programmer (serial number (B)(4)) and the software card ((B)(4)) used at the time of the event was clarified. Regarding the cause of the bridge bolus programming error, it was indicated that the simple continuous dose was misread regarding saline 0.04325 mg/day. It was noted that they immediately called the manufacturer technical support to discuss and had reported the information to the physician. It was further noted as being minor and led to no adverse effects. Regarding if the event had been resolved it was noted that no changes were required, but the patient was seen again on (B)(6) 2018. The patient¿s weight at the time of the event was provided.